Manufacturer narrative:
(B)(4). Method: the complaint device is not expected to be returned for evaluation, as the hospital has further reported that the device has been discarded. Attempts to obtain further information and photographs have been unsuccessful. Our analysis is accordingly based on the event description and our knowledge of the product. Results: without the return of the complaint device we are unable to determine what caused the problem observed by the customer. Conclusion: every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails the visual inspection is rejected. This suggests that the problem observed by the customer occurred post-production. We are unable to determine the root cause, however we have had (B)(4) other similar complaint from the same hospital whereby the hospital had reported that they had used sodium chloride solution instead of sterile water in the chamber.

Event description:
A hospital in (B)(6) reported that the water of an mr290 high frequency vented humidification chamber was "yellowish" with a "burnt smell." The hospital further reported that the temperature was correct and that the chamber had been in use for over a week. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information from the hospital with regard to this complaint. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the water of an mr290 high frequency vented humidification chamber was "yellowish" with a "burnt smell". The hospital further reported that the temperature was correct and that the chamber had been in use for over a week. No patient consequence was reported.